Manufacturer narrative:
The patient¿s weight and age were not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device ¿ 8 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient went to the local emergency room on (B)(6) 2017 with a fever and blood cultures were obtained. Two out of the four blood cultures were positive for staphylococcus capitis. The patient was transferred to implanting center where they were hospitalized and treated with IV vancomycin for 5 days. Blood, fungal and acid-fast bacilli cultures performed which tested negative since (B)(6) 2017. There was concern that an infection had seeded to the pump from a prior dental abscess. CT of the chest, abdomen and pelvis was unremarkable.

Manufacturer narrative:
A specific cause of the reported infection could not be conclusively determined. The patient remains ongoing on left ventricular assist system (lvas) support. No product available for investigation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.